Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. On (B)(6) 2025, fluoroscopy was performed during the lead revision procedure, and it was unclear if fracture was noted. The physician capped and replaced the rv lead. The patient condition was stable.